Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 12pm, the patient's app alarm went off saying low. The patient uses beta bionic ilet pancreas system and did not check the bg. At around 5pm, he started to throw up and felt weakness. During that time his dexcom readings was still saying low and the bg was not checked. The patient ate. Around 8pm his wife took him to the hospital as he was violently throwing up. While at the hospital, the doctor manually checked his sugar level and it was 950mg/dl while his dexcom was still saying low with no number. The doctor gave him an insulin shot, but he cant tell how many units were given to him. Around 9pm, his dexcom sensor was still giving him low readings, then he was advised to remove his sensor. Every hour through out the night, his glucose level was monitored at the hospital . On sunday ((B)(6) 2025) at around 1pm, his glucose level went down to 120mg/dl. Around 6pm he was advised to go home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. While at the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.